Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's implanted with two scs systems (cervical and thoracic).it was reported the patient experienced pain at the thoracic ipg site. As a result, surgical intervention was undertaken on (B)(6) 2015. Reportedly, the thoracic ipg was repositioned from the right flank to the right abdomen during the procedure.